Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 303129 lot 190305 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. After the device history report showed no indication of the alleged defect, and no sample has received, no correction actions are required at this time.

Event description:
It has been reported that the bd¿ ndle 18ga 1-1/2in blt fill nc tw shld has been found experiencing needle break during use. The following has been provided by the initial reporter: when using a syringe, this one broke at the guard level, leaving a piece of the needle inside and another outside.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ ndle 18ga 1-1/2in blt fill nc tw shld has been found experiencing needle break during use. The following has been provided by the initial reporter: when using a syringe, this one broke at the guard level, leaving a piece of the needle inside and another outside.